Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, two ventilator service required codes were found in the device's error log relating to a speaker 1 and speaker 2 failure. The manufacturer's service technician states that the speakers need to be replaced to resolve the issue. Additionally, the rubber feet are missing and need to be replaced. The passive porting block is missing a screw, and the screw needs to be installed. The rear and base enclosures are damaged and need to be replaced. The lcd display is damaged and needs to be replaced. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.